Manufacturer narrative:
(B)r6) evaluation summary: the device was returned for analysis. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The partial balloon inflation was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device unpackaging and prior to use the 2.5 x 15 mm xience xpedition stent delivery system (sds) balloon was partially deployed/inflated at the proximal end. The device was not used; there was no patient involvement. No additional information was provided.